Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states we have replaced the seat on the commode 4 times and she wanted to know why we are not looking at the design instead of just replacing the seat over and over. She was given the option to replace the entire commode with the current style, and the end user accepted this option. The pictures attached are from the last time the commode broke, showing it's in the front corner that it allegedly breaks each time.